Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The curved-tip stapler instrument was analyzed and found to have a broken grip cable at the grip housing. The cable was fully broken. The segment of the cable that contains the crimp is no longer intact. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint regarding the instrument jaw not working properly was confirmed by failure analysis. Common causes of broken - distal instrument grip cables, whether partial or full, are commonly attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, jaw was not working properly. Customer could not load. The procedure was completed with no reported injury.